Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis pending.

Event description:
Upon interrogation of the subject device, the implant memories (aida) were empty. A message was displayed to the user: "aida memories are not activated". An explanation is requested.